Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon ruptured occurred. Vascular access was obtained via the left brachial vein with a 5f introducer sheath. The 95% stenosed target lesion was located in the non calcified and moderately tortuous left brachial vein. The 7.0 x 40, 75cm mustang balloon catheter was used for dilatation, upon inflation at 18 atm the balloon ruptured. The procedure was completed with another of the same device to 20 atm. There were no reported patient complications and the patient post procedure was listed good.

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon ruptured occurred. Vascular access was obtained via the left brachial vein with a 5f introducer sheath. The 95% stenosed target lesion was located in the non calcified and moderately tortuous left brachial vein. The 7.0 x 40, 75 cm mustang balloon catheter was used for dilatation. Upon inflation at 18 atms, the balloon ruptured. The procedure was completed with another of the same device to 20 atms. There were no reported patient complications and the patient post procedure was listed good.

Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: device analysis determined that the condition of the returned device was consistent with the complaint incident. An examination of the returned device identified a longitudinal tear in the balloon. The tear stretched from the distal markerband and it extended proximally along the balloon for 2.5cm in length. An examination of the markerband identified no issues. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).